Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected across both cheeks with 3-4 syringes of juvéderm voluma® xc. About 8 weeks later the patient experienced ¿a nodule in their right midface/cheek area accompanied by pain, redness, and swelling.¿ hcp additionally reported that ¿patient tested positive for covid approximately one week after initial injection, deemed not device related. One week prior to symptoms, the patient had a few days of upset stomach, chills, and headache. Hcp initially treated the patient with ibuprofen, antihistamine, and ice treatment while they considered more aggressive treatments including antibiotics, steroids, and hyaluronidase."